Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, frontal firing and loss of photo-vaporization occurred after 124,000 joules and 17 minutes of use. The procedure was completed using another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.